Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 167 mg/dl. Customer reports the alarm was resolved by a complete set change before calling. Advised the customer to rewind the pump, reinsert reservoir and run manual prime to at least 5.0 units. Product is not being returned or replaced.